Event description:
It is reported that an integrity 4.00 x 15 mm bare metal stent was used 17 days past it's expiration date. No reported patient complications.

Manufacturer narrative:
Evaluation results/conclusion: shelf life exceeded, failure to follow instructions (recommended that shelf life be verified prior to use), no results available since no evaluation performed (device or procedural images were not returned for review). (B)(4).